Event description:
There was an allegation of questionable elecsys troponin t hs results from two of the cobas e 801 analytical units for 6 samples. Sample 1's initial result on (B)(6) 2026 on analyzer a was 18 pg/ml, and the repeat result was 9 pg/ml. Sample 2's initial result on (B)(6) 2026 on analyzer b was 25 pg/ml, and the repeat result was 12 pg/ml. Sample 3's initial result on (B)(6) 2026 on analyzer b was 16 pg/ml, and the repeat result was 8 pg/ml. Sample 4's initial result on (B)(6) 2026 on analyzer b was 36 pg/ml, and the repeat result was 4 pg/ml. Sample 5's initial result on (B)(6) 2026 on analyzer b was 46 pg/ml, and the repeat result was 37 pg/ml. Sample 6's initial result on (B)(6) 2026 on analyzer b was 14 pg/ml, and the repeat result was <3 pg/ml.

Manufacturer narrative:
The cobas e 801 analytical unit serial numbers are (B)(6). The investigation is ongoing.